Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (unknown) via an implantable pump for spinal pain. It was reported that the healthcare provider (hcp) called to have a local company representative (rep) interrogate the pump. The hcp stated that the patient was in the hospital due to headaches and was oversedated. The hcp stated that they would like to have the pump interrogated to rule out any problems with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.